Event description:
Post oxygenator change out, blood leak noticed out of cap on post membrane. Pt had to be clamped off of ECMO [extracorporeal membrane oxygenation] briefly while cap changed out. Noted to have happened once before in the past. Manufacturer response for oxygenator, long term support greater than 6 hours, mc3 nautilus(tm) ECMO oxygenator (per site reporter). They will report and apologized for inconvenience.